Event description:
It is reported that during a procedure, a hair was noted within the sterile packaging of the implant. Another implant was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.